Manufacturer narrative:
Investigation summary photo received for investigation, upon visual inspection it can be seen a 50ll syringe with visible leakage past the stopper. Barrel in the picture does not present any visible damage, and the stopper is correctly assembled. A device history review was performed for lot 2011022, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples from the same lot were evaluated, upon visual inspection of the retained samples no damage can be observed in any of the individual parts. Stopper is correctly assembled in the syringes. Once functional test is performed, the syringes were disassembled finding no damage in the plunger that could lead to the leakage experienced by customer. Leakage test is performed, no issues or leak observed. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time.

Event description:
It was reported that 3 bd plastipak¿ concentric luer lock syringes leaked chemotherapy medicine past the plunger stopper. The following information was provided by the initial reporter: "chemotherapy drugs leak from the seal"

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd plastipak¿ concentric luer lock syringes leaked chemotherapy medicine past the plunger stopper. The following information was provided by the initial reporter: "chemotherapy drugs leak from the seal."